Event description:
It was reported that during a filter removal procedure in the femoral vein, the device was allegedly found that one leg wire has been broken and completely separated from the body of the filter. It was further reported that the broken leg wire was allegedly located horizontally in the postcava. Reportedly, repeated attempts were made and filter was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during a filter removal procedure in the femoral vein, the device was allegedly found that one leg wire has been broken and completely separated from the body of the filter. It was further reported that the broken leg wire was allegedly located horizontally in the postcava. Reportedly, repeated attempts were made and filter was removed using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. One inferior vena cava filter was kept on a white cloth. The blood residue was noted throughout the filter. Some part of the center arm of the filter was noted to detached and missing. Based on the provided photo, the reported detachment issue can be confirmed. One electronic image was provided and reviewed. An x-ray shows a vena cava filter. It appears that at least one of the filter legs has fractured. Based on the image review, the reported detachment issue can be confirmed. Therefore, based on the provided photo and image review the investigation is confirmed for the reported detachment issue, as the filter limb was noted to be detached. However, the investigation is inconclusive for difficult to remove as there is no evidence provided for this reported issue. A definitive root cause for the reported detachment and difficult to remove issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: b5, d4 (expiry date: 02/2024), g3, h6 (device) h11: g1, h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.